Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the rep did not receive a report of numbness, she stated the patient described experiencing tremors and uncontrollable shaking. The patient reported that these symptoms occurred when the system was on or off. It was noted that her symptoms worsened when the physician assistant (pa) was in the room, and lessened when the pa walked out. The rep stated that it was determined none of those symptoms were related to the stimulation. The patient did not show up for a follow-up appointment with the physician on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for cervical radiculopathy and spinal pain. It was reported that the patient feels like her arms are numb and that their stim was too high. They were walked through on how to turn their stimulation off after which the patient was still feeling numb. The patient noted that it was a sudden change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.